Event description:
Operation performed: omentectomy infracolic. During removal of omentum, stapler misfired 3 times. A second stapler was opened and misfired also. Other instruments were used to conclude surgery.